Event description:
It was reported a loss of capture was observed via an echocardiogram on the right ventricular (rv) lead. The patient reported two episodes of syncope but it was unknown if it was related to the loss of capture. Increased high voltage lead impedance was also observed on the rv lead. Rv lead revision is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular lead. The patient was in stable condition.